Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed based on video of the complaint device. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. According to the video provided by the customer, the hemostatic valve appears dislodged in the hub. A device history record evaluation was performed for the finished device 00001570 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 5-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-jan-2022, the product investigation was completed. It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was damaged. During the afib case we had issue with vizigo bi-directional sheath. There was a physical damage of the valve. This issue was identified in the begging of the procedure. There were no consequences for the patient. Device evaluation details: according to the video provided by the customer, the hemostatic valve appears dislodged in the hub. Visual analysis of the returned device revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo. A device history record evaluation was performed for the finished device 00001570 number, and no internal action related to the complaint was found during the review. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On another hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions of the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
T was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was damaged. During the afib case we had issue with vizigo bi-directional sheath. There was a physical damage of the valve. This issue was identified in the begging of the procedure. There were no consequences for the patient. The product was properly stored. Specifics on what section broke/separated: valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. Hemostatic valve separation is MDR-reportable.